Event description:
Pt reported her bgs were running "high" (>500 mg/dl), she was feeling nauseous and heading to the ER. It is not clear what medical intervention occurred, but pt was treated for dka. Cde trained pt 2 weeks prior as customer was new to the product. Cde confirmed customer was trained on dka prevention. Customer is going to receive add'l training on adhesive because it was reported that the pod fell off, which may have resulted in the high bgs.

Manufacturer narrative:
The pod was not returned for eval - we are unable to assess product condition to determine if any malfunction or defect occurred that would have contributed to the pt's condition. The omnipod's user guide warns, "...if you experience unexpected elevated blood glucose levels, change your pod." The user guide advises "the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4 to 6 times a day." It instructs that users treat dka as follows: after beginning treatment for high bg, check for ketones. If ketones are present, and are feeling ill then contact an hcp for guidance. If ketones are trace or negative then continue treating for high bg. If ketones are positive, but are not feeling ill then replace the pod using a new vial of insulin. Check gbs again in 2 hours, if they have not decreased then contact an hcp immediately for guidance. The omnipod's user guide warns, "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death." The omnipod website offers users a resource guide for pod placement and adhesion tips. This guide offers tips on how to prepare the site depending on one's skin type and provides product suggestions to help the pod stick. Product lot qualification records could not be reviewed since no lot number was provided.